Manufacturer narrative:
The device remains implanted; therefore, no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure and can be resolved with the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day post implant of this 23mm bioprosthetic aortic valve, a permanent pacemaker was implanted in the patient. The reason for the permanent pacemaker implant was reported as complete heart block. No additional adverse patient effects were reported.